Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. A portion of the percutaneous lead was returned on (B)(6) 2015. The pump was returned for investigation on (B)(6) 2015. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of vad-(B)(4) revealed internal and external percutaneous lead (lead) wire damage. The device was returned assembled with the percutaneous lead (lead) cut approximately 8 inches from the pump housing with a 4 inch section and the distal portion of the lead returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A distal-end percutaneous lead replacement was completed on (B)(6) 2014. An 8 inch section of the distal portion of the lead was returned for evaluation. Visual examination of the underlying wires revealed a breach to the red wire adjacent to the metal connector. The patient continues to have alarms and underwent a pump exchange. Visual examination of the pump end section of the lead revealed a breach to the brown wire approximately adjacent to the nipple of the pump housing. If the exposed conductors of the red and brown wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the captured pump stoppages, low speed alarms, and low flaw alarms. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered or battery power. Although no alarms were captured while the patient was operating on battery power, the patient reportedly experienced additional alarms while using an ungrounded patient cable following the distal-end percutaneous lead replacement suggesting breaches to wires of at least two different phases of the percutaneous lead to wires on the proximal side of the repair site. No additional breaches were identified and a cause for the alarms while using an ungrounded patient cable following the repair could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart alarms and pump stoppages. X-ray images were unremarkable. The patient was placed on an ungrounded patient cable but experienced additional pump stoppages when connected to the ungrounded cable. The patient underwent a percutaneous lead replacement. It was reported that the patient was doing well after the percutaneous lead replacement, however, later that evening the pump stopped and restarted within one minute. The pump stops were reported to coincide with a period of low flow. The patient was stable, but complained of a headache, although CT results were negative. A pump exchange was performed on (B)(6) 2015 due to suspected percutaneous lead fracture.